Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Lead damage was suspected. Technical support was contacted and suggested further investigation via provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.